Event description:
A (B)(6) female pt's spouse contacted zoll customer support to report that the pt's battery charger would not power on properly. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger will not power on) has been confirmed. Upon investigation, the battery charger would not power on. The cause was a defective power supply brick. The root cause of the defective power supply brick cannot be positively determined. No adverse event resulted from the defective power brick. The pt was provided with a replacement charger.